Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was rewinding the insulin pump and noticed a sound. Customer stated there was a grinding noise and the insulin pump did rewind. It was stated that the customer was going to the hospital next week and was concerned that the insulin pump would malfunction. Customer was advised to call to troubleshoot when issue happens again. Customer had blood glucose level of 290 mg/dl; treated wit 10 a insulin unit correction. Nothing further reported.